Event description:
Information received indicates the bed has an open ground.

Manufacturer narrative:
The technician isolated the issue to the power cord plug. He replaced the plug to repair the bed.